Event description:
It was reported that the patient had an infection on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and patient conditions could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that on (B)(6) 2022, the patient had worsening blistering of her sternal wounds that had been associated with purulent drainage. The patient denied missing antibiotic doses and she reported good wound care. The computed tomography (CT) scan results revealed internal removal of sternotomy wires with anterior chest wall soft tissue defect with mesh likely postsurgical. There was an interval increase in the amount of left sided pleural effusions and trace right-sided pleuras.

Event description:
Additional information was received that the patient received antibiotics.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.